Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (charger is not charging batteries) was confirmed. Upon receipt, the charger was found to have an intermittent power supply unit. The cause of the intermittent functionality was a damaged power unit connector. The root cause of the damaged connector was not positively identified. The charger was otherwise fully functional. No adverse event resulted from the defective power supply unit. The pt received a replacement battery charger.

Event description:
A (B)(6) old male pt contacted zoll lifecor customer support service to report that he has to have the battery charger wire positioned perfectly or else the charger will not charge his batteries. The pt was provided with a replacement battery charger.